Event description:
An autoclave exploded in a dr's office. It was reported that the sterilizer was approx 17 yrs old. The nurse/receptionist in the dr's office said that the unit was purchased sometime in the 1980's, and she thought it was about 12 yrs old. On 11/8 rptr was asked to examine the autoclave to determine the cause of the failure. On 11/18/94, rptr examined and photographed the autoclave. Based on rptr's examination of the autoclave, he concluded that the autoclave exploded because the cast brass arm which acts as a hinge and as a lock to secure the door during high temperature (therefore high pressure) operation experienced a fatigue failure, permitting the internal pressure of 27.3 lbs per square inch (psi), and which exerts a force of 2,211 lbs against the inside of the door, to propel the door across the room. The door was not designed to withstand the number of fatigue cycles to which is was subjected.